Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. Customer was able to clear the alarm and able to complete rewind. Later an alarm occurred during self-test. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. No auto mode anomaly, no calibration anomaly and no blank display during testing. Pump error 63 alarm confirmed in the device history and during self test due to broken trace. Pump error 53 alarm found in the device history due to software error.